Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report with supplemental information provided by a consumer in the USA of dehydration and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced dehydration and peritonitis. On (B)(6) 2012, the patient was hospitalized for the events. Treatment rendered was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers h12i05113 and h12j16051 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a batch review was conducted for the potentially associated lot number h12i05113 and h12j16051. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.